Event description:
A fail code 403 after use. The hospital representative stated that there were no reports of pt injury or medical intervention.

Manufacturer narrative:
The pump is in the process of being evaluated.